Manufacturer narrative:
Failure analysis revealed that no display anomaly noted during testing. Button response functioned properly. However, corrosion on the keypad traces was found. No button error alarms noted during testing. The device had minor scratches on the lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.